Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon hub was allegedly snapped off upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows detached inflation luer from the catheter. No other anomalies were noted. Therefore, based on the photo review, the reported detachment can be confirmed. The investigation is confirmed for the reported detachment as the inflation luer was noted to be detached from the submitted photo. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon hub allegedly snapped off upon opening the package. The procedure was completed using another device. There was no patient contact.